Event description:
It was reported that prior to surgery, it was observed that the motor device was ¿loud during burr check¿. During in-house engineering evaluation, it was determined that the device was heating up and smoking. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which found that the device was making unusual noises, heating up and smoking. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be the device worn from excessive force due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.